Event description:
Dealer states fork is bent and caster is cracked. He sates the customer is (B)(6) and he does not propel himself much and when he does, it is with his feet. He states the caretakers noticed it when they were pushing the end user around and they might be rough with the chair.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.